Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient saw a power on reset (por) message on the patient programmer. The consumer reported the device was charged to 75% and was off. The rep met with the patient and interrogated the device which confirmed it was off, 75% charged, and a por was seen. The rep bypassed through to impedances (all normal), settings remained presented, and the device was turned back on. The consumer reported immediate relief and release of body ¿tension and tightness¿ after the por was cleared. The session was cleared, and the programmer reconnected with the implant which showed no por message and the device was working as expected. It was unknown what caused the issue.